Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pink slide on the pod did not move forward as intended during activation. The needle mechanism may not have fired. Blood glucose levels reached over 300 mg/dl. The pod was worn for 1 to 4 hours before the issue was addressed.